Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, red fluid was observed in the hemostatic valve. No separation or any other physical damage was observed on the images provided. However, the red fluid may be related to the reported leaking issue. The reported impediment issue cannot be determined based on the evidence provided. The customer complaint was confirmed based on the picture received. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was missing from the irrigation hub (the friction ring was in place), and part of the shaft was missing. This matches with event description, which was a customer action consequence of the device impediment. Afterwards, a dilator sample was introduced into the sheath, but the valve was not found. This failure is unrelated to the manufacturing process since the manufacturer has four process controls to prevent a device without a hemostatic valve from reaching the end customer. A device history record evaluation was performed for the finished device number (B)(4), and no internal actions related to the reported condition were identified. The hemostatic valve separation reported was confirmed. Also, this condition may be related to the impeded device reported. The potential cause of the separation of the valve may be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and while using the sheath, there was bleed back noticed with the patient. They were using a vizigo sheath with a non-bwi catheter. The reporter stated that everything was fine, and they made it transeptal. When they were inserting the non-bwi catheter, they could no longer advance the catheter. They had bleed back out the hemostatic valve of the hub. Nothing happened to the patient. The reporter stated that a non-bwi catheter was pulled out of the sheath, and they noticed the bleed back. They tried to advance the wire so they could get it out and replace the sheath. The wire would not advance into the handle of the sheath. They cut the sheath from the groin so they could feed a wire out the other end into the heart and exchange the sheath. The sheath was replaced and the procedure continued. The vizigo sheath was the only biosense webster product used during the procedure and was available for return. The procedure was still being performed at the time of the call. Additional information was received which indicated that the hemostatic valve totally separated. It dislodged inside the hub. The hemostatic valve was pushed into the handle of the sheath. The sheath was still flushable and had bleed back, however, wire was unable to be advanced through the handle. The sheath was then cut in between the handle and patient, so a wire could be advanced, and sheath could be exchanged. No adverse patient consequence was reported. The impeded device issue is not MDR reportable.